Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra smart meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2018, ¿before breakfast¿. She reported that she obtained alleged blood glucose results of ¿400 and 90mg/dl¿ on the subject meter, performed less than 20 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages her diabetes with ¿amayrl 1mg a day¿ and denied making any change to her usual diabetes management routine in response to the alleged product issue. The patient stated that ¿right after¿ the alleged product issue began she developed symptoms of ¿shaking and nervousness¿. The patient did not report any medical intervention. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the sample was taken from an approved sample site. The correct testing steps were performed. The cca confirmed that the test strip vial was neither cracked nor broken. The test strips were stored correctly and within expiry date. The patient did not have control solution to perform a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.